Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reviewed that during the impedance check it was noted that 3 contacts had ¿high impedances¿. The rep confirmed that the 3 contacts were not being used in programming. The rep stated that the values for the 3 contacts were greater than 10,000 ohms. Technical services had the rep run impedances at 1.5v as the patient couldn't tolerate testing higher than 2.8v. When tested at 1.5v the 3 contacts came back as being greater than 20,000 ohms. Technical services discussed not using these contacts but to make sure the contacts get documented so that I future evaluations or if any changes in therapy occured, then they will be able to not anything new if it should occur. The patient was getting good therapy at this time.